Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their replacement external equipment (handset). It was reported that the patient called back stating after they received their replacement handset connection was "a lot quicker" but now it was taking longer again. Patient stated they have 12 bolus's per day. Patient stated it was taking a minute and a half to get a bolus. Patient states this was "frustrating" to them. Patient stated they had an appointment on thursday to refill their pump and would discuss with them. Additional information was received from the patient who reported the lag at 90% and that the physician cleared out reports to make the connection faster. The patient was redirected the physician. Additional information received from a consumer indicated that it was taking a minute and 45 seconds to get a bolus now. It was noted that he patient was getting resistance with getting the phone "cleared". The pump was implanted in the patient's back so the patient had to hold the communicator with one hand while holding the phone in the other.